Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2016, it was observed atrial oversensing most probably due to mv sensor activity and intermittent high atrial lead impedance. It was reported that atrial lead testing showed intermittent high lead impedance and that the rate response was reprogrammed from twin trace to g sensor.